Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter.

Event description:
It was reported to boston scientific corporation that a compliance endokit was opened on an unknown date. Upon opening the package, they found ants crawling inside and also hair was found under the sterile seal. There was no patient involvement with this event.